Event description:
It was reported that approx 2 yrs after a coronary artery drug eluting stenting treatment procedure, in stent thrombosis occurred. The lesion was initially located in the postero-lateral artery (pla) off the right coronary artery (rca). An unspecified taxus express2 drug eluting stent (des) was implanted to treat the lesion. Approx 2 yrs later, the pt presented with st elevation and chest discomfort. Angiography results revealed thrombosis at the proximal edge of the previously implanted taxus express2 des. In order to treat the event, the physician used maverick2 2.50x15.0mm and 2.75x15.0mm balloons to dilate the area. Additionally, a rio aspiration catheter was used to remove the clot. After the corrective action, the chest pain resolved but st elevation was still present. Due to add'l disease in other vessels (not related to this event), the pt has been scheduled for add'l surgery. Several attempts to obtain add'l info concerning the initial stenting procedure, reintervention and scheduled surgery have been made, but has not been obtained at the time of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.